Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due toflexing while in vivo. The distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report.

Event description:
It was reported that the ventricular lead had a suspected fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the attorney that post explant of this lead, the patient developed complications, including, an overdose of sedatives and cardiac tamponade, and died. (B)(4).